Event description:
It was reported that an overdose was suspected. The health care provider (hcp) indicated that the pump had programming changes about one week prior to this report. Since those changes were made, the patient had experienced progressively decreasing level of consciousness. The hcp indicated that patient was retaining co2 and was apneic. The medication that was being used was baclofen (unknown) 2000 mcg/ml 799.7mcg/day flex. The new programmed rate of baclofen (unknown) was 2000mcg/ml 12 mcg/day minimum rate. Patient outcome was not provided.

Manufacturer narrative:
Product ID 8840, lot#, serial# unknown, implanted: explanted: product typ: programmer, physician product ID 8711, lot# n132194014, serial#, implanted: 2008 (B)(6), explanted: product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).